Event description:
The caregiver of a (B)(6) male pt called zoll customer support to report that the pt's battery charger/modem was not recognizing his battery pack. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. He reported problem (battery charger not recognizing battery) has been confirmed. Upon investigation, the battery and bedside pca boards were contaminated, which prevented the battery charger/modem from recognizing a battery pack. The root cause was ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger/modem. The pt received a replacement battery charger/modem.